Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon used pph03 device, but when firing stapler, staple had malformation and there was not a complete ring and there was bleeding so surgeon had to do hand suturing to fix it. The procedure was delayed by 10 minutes but was successfully completed. There was no patient consequence.